Event description:
The initial reporter received questionable ise indirect na, k, ci for gen.2 results for seven patient samples tested on a cobas 8000 ise module (double). The initial results were not reported outside of the laboratory. (B)(6). The potassium electrode lot number is b8663. The chloride electrode lot number is k1314. The sodium electrode lot number is s8234. The expiration dates were requested but not provided.

Manufacturer narrative:
The customer disabled the tests on the analyzer. The field service engineer (fse) replaced the sipper nozzle, vacuum nozzle and dilution vessel in the ultrasonic unit. He noted that ion-selective electrode (ise) check, precision tests and calibrations improved after the service maintenance. After service, no further issues were reported by the customer. The investigation determined the issue was related to the flow in the ise or the reference line. The investigation determined the service actions resolved the issue.